Event description:
It was reported that the patients leads were fractured, however, imaging was not taken to confirm the issue. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7084980.